Event description:
After pre-dilation with a 3.0mm diameter ptca balloon, a 3.5mm diameter x 24mm length ave gfx2 stent was deployed at the target lesion located in the proximal left anterior descending artery. The stent was placed successfully, however, the septal side branch of the artery was pinched after deployment of the stent. A guidewire was then inserted into the side branch between the stent struts, but it was not possible to advance a 2.5mm or 2.0mm diameter ptca balloon through to the side branch. A 3.75mm diameter x 9mm nc ranger balloon was then inserted to only the proximal portion of the stent and post-dilated to 14atm (o.d. Of balloon @ 14 atm 3.83). Consequently, this resulted in a dissection that began at mid-stent and extended back to the left main artery. Subsequently, the pt became hemo-dynamically unstable, received an intra-aortic balloon pump and was sent to surgery for bypass graft placement. The pt went through surgery successfully, but began to bleed hours later and returned to catheterization lab where the left anterior descending artery was then embolized. The pt had significant blood loss and replacement, but was stable after the artery was embolized. There is no additional clinical sequelae reported relative to the event.